Event description:
It was reported that patient underwent revision knee arthroplasty on (B)(6) 2008 due to collateral ligament laxity. A subsequent revision procedure was performed on (B)(6) 2012 due to tibial pain. The tibia tray and tibial bearing were removed and replaced. Only the tibial bearing was manufactured by biomet orthopedics. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "interoperative or postoperative bone fracture and/or postoperative pain."